Event description:
It was reported that the device showed error code 44508. There was no patient involvment.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Reported error code was not found in event history log. Service history review identified the complaint was not related to a previous service of the device within the review period. During inspection, it was noted the air detector had failed. Replaced air detector and updated software. Device passed functional tests.